Event description:
Received information stating customer received multiple occlusion alarms. Customer does not change cartridge every 3 days as recommend. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted. The t:slim insulin pump user guide indicated that novolog was tested for up to 72 hours.